Manufacturer narrative:
Additional information section h4 - device mfg date updated from blank to 4/3/2019. Additional information section b5 - describe event or problem. The field service representative (fsr) inspected the instrument, performed troubleshooting procedures including replacement of the alnty ci snsr bsl which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues as described in this complaint. Additionally review of complaint and trending data associated with the alnty ci snsr bsl did not identify an increase in complaint activity. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the available information and investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6), or the alnty ci snsr bsl was identified.

Event description:
The customer observed falsely elevated sodium (na) results generated on the alinity c processing module for multiple patient samples. The following data was provided (customer¿s reference range 135-145 mmol/l): sample ID (B)(6), initial result = 196 mmol/l, repeat result on another alinity = 141 mmol/l sample ID (B)(6), initial result = 175 mmol/l, repeat result on another alinity = 140 mmol/l sample ID (B)(6), initial result = 180 mmol/l, repeat result on another alinity = 127 mmol/l sample ID (B)(6), initial result = 190 mmol/l, repeat result on another alinity = 143 mmol/l sample ID (B)(6), initial result = 190 mmol/l, repeat result on another alinity = 141 mmol/l sample ID (B)(6), initial result = 194 mmol/l, repeat result on another alinity = 140 mmol/l sample ID (B)(6), initial result = 164 mmol/l, repeat result on another alinity = 139 mmol/l sample ID (B)(6), initial result = 183 mmol/l, repeat result on another alinity = 134 mmol/l sample ID (B)(6), initial result = 180 mmol/l, repeat result on another alinity = 142 mmol/l sample ID (B)(6), initial result = 173 mmol/l. Repeat result on another alinity = 136 mmol/l. No impact to patient management was reported. (B)(6) 2025 an additional result was provided for sample ID (B)(6) which was repeated on the initial instrument (B)(6) and generated a repeat result = 186 mmol/l.

Manufacturer narrative:
Completed information for section a1 - patient identifier: sids (B)(6) . All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated sodium (na) results generated on the alinity c processing module for multiple patient samples. The following data was provided (customer¿s reference range 135-145 mmol/l): sample ID (B)(6) initial result = 196 mmol/l, repeat result on another alinity = 141 mmol/l, sample ID (B)(6) initial result = 175 mmol/l, repeat result on another alinity = 140 mmol/l, sample ID (B)(6) initial result = 180 mmol/l, repeat result on another alinity = 127 mmol/l, sample ID (B)(6) initial result = 190 mmol/l, repeat result on another alinity = 143 mmol/l, sample ID (B)(6) initial result = 190 mmol/l, repeat result on another alinity = 141 mmol/l, sample ID (B)(6) initial result = 194 mmol/l, repeat result on another alinity = 140 mmol/l, sample ID (B)(6) initial result = 164 mmol/l, repeat result on another alinity = 139 mmol/l, sample ID (B)(6) initial result = 183 mmol/l, repeat result on another alinity = 134 mmol/l, sample ID (B)(6) initial result = 180 mmol/l, repeat result on another alinity = 142 mmol/l, sample ID (B)(6) initial result = 173 mmol/l, repeat result on another alinity = 136 mmol/l . No impact to patient management was reported.